Event description:
Baxter reported, "there was a little gap / space at the connection between the female connector and the main body of the transfer set." There was no pt injury or medical intervention reported by baxter.